Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out-of-range shock impedance measurements during the implant procedure. The lead was extracted and an alternate rv lead implanted that also exhibited out-of-range shock impedances. Suspecting a possible device issue, the physician then exchanged the ICD for another leaving the alternate rv lead implanted. Boston scientific technical services (ts) suggested performing a 1.1 joule commanded shock but the physician elected not to do so due to the patient's poor health. The following day, a defibrillation threshold (dft) test was performed which returned a shock impedance within normal limits. Electromagnetic interference (emi) was suspected to be the cause of the high out-of-range measurements observed during the implant procedure. No adverse patient effects were reported.